Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that the patient encountered infusion set entrapped air bubbles in tube event on 18-may-2024. Blood glucose level was 330mg/dl. Therefore patient was treated with correction via IV bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.